Manufacturer narrative:
Upon receipt, the ICD was successfully interrogated, displaying the battery status bol; 1 charging cycle was recorded. A subsequent inspection of the device memory content revealed no anomalies. Next, the impedance measurement functions were tested. Thereby the clinical observation could be confirmed, the impedance measurement showed restricted functionality. To investigate the root cause for this behavior, the ICD was opened and the inner assembly thoroughly inspected. During analysis of the electronic module a single damaged integrated circuit was found, which was confirmed to be the root cause for the clinical observation. No further components of the electronic module showed any deficiencies. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be flawless. In summary, the clinical observation resulted from a single damaged integrated circuit on the electronic module of the ICD.

Event description:
Ous MDR - after implanting both ra and rv-leads, some tests were performed. During impedance measurements while using wandless-telemetry, the shock impedance measurement was not displayed on the programmer screen. Showing as follows; a-lead imp.: <200 ohms, v-lead imp.:<200 ohms, shock imp.: [blank: nothing ] after repeating this for three times, the measurement became unavailable. Afterward, threshold and sensing tests were performed without issue. However, when lead impedance test was retried, it was not available. Leads connections were reconnected, but the impedance measurement test could not be done. The programmer was rebooted and the impedance measurement was performed with a pgh. However, impedance measurement test was again not available. The ICD was exchanged for a new one, and all test measurements were performed without problem. This device was not implanted and no adverse patient effects were reported.